Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the citrate tubes were overfilling. "

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0258258, medical device expiration date: 2021-03-31, device manufacture date: 2020-09-14. Medical device lot #: 0289245, medical device expiration date: 2021-04-30, device manufacture date: 2020-10-15. Medical device lot #: 0316275, medical device expiration date: 2021-05-31, device manufacture date: 2020-11-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the citrate tubes were overfilling. "